Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. It was also noted that patient experienced arrhythmia. Programming changes were made. The patient was stable.